Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for major infection in the gastrointestinal tract and discharged on (B)(6) 2023. The patient was on drug therapy, given an infusion, and instructed to fast.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome due to multisystem organ failure could not be conclusively established through this evaluation. The customer reported that no additional information will be provided. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of heartmate ii lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.